Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable investigation result of stent partially deployed. Block h11: an ultraflex esophageal distal release covered stent and delivery system were received for analysis. The stent was received partially deployed. Visual inspection found the shaft kinked. During functional inspection, it was not possible to deploy the stent by pulling the finger ring as the shaft bowed due to the kink on the shaft; however, the stent was able to be deployed by pulling the black deployment suture distal to the delivery handle. The reported event of stent failure to deploy was confirmed because the stent was received partially deployed. It is most likely that procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician, could have contributed to the observed problem of shaft kinked which resulted in the stent being unable to fully deploy during the procedure. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted to treat a malignant stenosis in the esophagus during an esophageal stenting procedure performed on (B)(6) 2024. During the procedure, the stent did not deploy. The procedure was completed using an alternative device. There was no patient complication reported as a result of this event. Note: this complaint has been deemed MDR reportable based on the investigation result which revealed a partially deployed ultraflex esophageal stent. Please see block h11 for full investigation details.